Manufacturer narrative:
Additional information: cec adjudicated the event as stroke, ischemic. Cec commented that the acute spinal cord injury was post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted to treat the rca. Approximately 6 days post index procedure the patient suffered arm discomfort. It was reported that the patient may have suffered a possible embolic event. Stroke did not occur. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. The patient is recovering.

Manufacturer narrative:
Event date changed to (B)(6) 19. Ae term changed to acute spinal cord infarct confirmed by MRI. If information is provided in the future, a supplemental report will be issued.